Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; not yet evaluated.

Event description:
It is reported that the dermatome produced a poor skin graft. There was no delay associated with the event. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an electric dermatome device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this electric dermatome one time. The last repair was october 11, 2013 where it was reported that the device needed repair and the power cord assembly, power switch, ball detent, damaged control bar, thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Product review of the electric dermatome revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, thickness control lever, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since there was no testing to see if an acceptable graft could be produced. The root cause of the device producing a poor cut graft cannot be specifically determined with the provided information since there was no testing to see if an acceptable graft could be produced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.